Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and stated that she needs insulin, and the paramedics were on the scene to take customer to the hospital. The customer stated that she took oxycontin. The customer's friend called and stated that the customer was hospitalized due to a stroke and heart attack. The caller stated that the customer's glucose reading as 500mg/dl at time of her admission. Advised the caller to call back if there is any additional information that she needs to give. No further information was provided.